Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the cutting speed and aspiration of the probe were poor during the vitrectomy surgery. The surgery was completed on the same day after the product was replaced with another unit. There was no impact to the patient.